Manufacturer narrative:
Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. The root cause of the seroma is likely related to the extensive nature of the surgical procedure in which a lot of tissue is disrupted. The IFU notes that seroma formation is one of the potential complications that is possible with the use of any prosthesis

Event description:
A zenapro device was placed, on (B)(6) 2015, as reinforcement in a transverse rectus abdominis muscle (tram) flap for breast reconstruction. This was a clean case. Suture and surgical tacks were used to secure the graft in place. Two post op drains were placed; one in the lower suprapubic region and one above the umbilicus region. The patient remained on post op antibiotics until the drains were removed. At some point post operatively, the patient developed an abdominal wound and a large seroma was identified. The patient underwent reoperation on (B)(6) 2015 and the zenapro device was found to not be incorporated. The zenapro device was explanted. The surgeon indicated that the wound was likely a result of the presence of the seroma. Upon admission for this reoperation, the patient was diagnosed with a pulmonary embolism (pe). The surgeon indicated this was not related to the zenapro device.